Event description:
It was reported, that the customer was admitted to the emergency room (ER) for an elevated blood glucose level of 450-451 mg/dl. No further information regarding the reported event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.